Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the approximately two years ago the right ventricular (rv) lead had an superior vena cava (svc) impedance warning. The lead currently has had a lead integrity alert (lia) trigger. The lead exhibited elevated sensing integrity counter (sic), high impedance, oversensing-noise, and non-sustained ventricular tachycardia. The lead was capped and replaced. No patient complications have been reported as a result of this event.